Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that their therapy had stopped due to a power on reset (por) error code displayed on the patient programmer. The patient reported that they had just checked their implantable neurostimulator (ins) battery a couple of days prior to the date of this report and it was 3/4 full. The patient also mentioned that they recharge their ins regularly. It was noted that the por was not related to an overdischarge event and the patient hadn't had any recent medical tests or electric magnetic interference (emi) environmental exposure. Troubleshooting steps were performed and the patient was able to successfully clear the por using their programmer and turn stimulation back on again. The issue was resolved at the time of this report. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.